Manufacturer narrative:
(B)(4). Preliminary evaluation of the returned device sample indicates the swg (spring wire guide)/catheter - kinked.

Event description:
The customer reports the catheter did not go through, inside the guide. It was stuck on the blue triangle just before the luer. A new kit was used.

Manufacturer narrative:
Qn# (B)(4). The customer returned one 3-lumen catheter and a spring-wire guide (swg) for evaluation. Visual examination of the guide wire revealed a bend in the swg body. The distal j-bend was undamaged and both welds were still intact, full, and spherical. Visual examination of the catheter did not reveal any damage or defects. The bend in the swg body was located approximately 80 cm from the proximal end of the swg. The outer diameter of the returned swg, and the length of the returned catheter body were measured and both were found to be within specification. The proximal end of the returned swg was advanced through the distal end of the returned catheter to functionally test the component. The swg was able to advance through the catheter body, juncture hub and distal extension line with minimal resistance. The test was repeated with the catheter rotated in several different orientations and the swg advanced as expected in each orientation. When the swg was advanced from the distal extension line it was able to fully pass through the catheter and out of the catheter distal tip. All 3 extension lines were flushed with water and functioned as expected. A device history record review was performed and no relevant findings were identified. (Con't) other remarks: the IFU provided with this kit instructs the user, "if resistance is encountered, withdraw catheter relative to spring-wire guide about 2-3 cm and attempt to remove spring-wire guide. If resistance is again encountered remove spring-wire guide and catheter simultaneously." The reported complaint that the swg was kinked was confirmed based on visual inspections of the returned sample. A bend was examined in the swg body. The returned swg met all relevant dimensional requirements and functional testing showed that it could be passed freely through the returned catheter from either end. A device history record review did not identify any manufacturing related issues. Based on the condition of the swg and the report that the damage was observed during use, it was determined that operational context caused or contributed to this event. Teleflex will continue to monitor and trend for reports of this nature.

Event description:
The customer reports the catheter did not go through, inside the guide. It was stuck on the blue triangle just before the luer. A new kit was used.